Event description:
Reported an infusion pump with 'failure 57:320.' It is not known if this occurred while infusing on a pt. The facility rep stated that no pt injury was reported on this pump since the last baxter service event.